Event description:
During preparation of outpatient surgical procedure, pt's legs were placed in yellofins stirrups. Pt had been given local mac and was moving about the table when the hydraulics on the left stirrup released and lowered pt's left leg with the stirrup.